Event description:
It was reported that stent damage post deployment occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. The 2.50mm x 24mm promus element plus stent was deployed to the lesion without predilation. Post dilation was performed 3 times at 11 atmospheres each using the stent delivery system balloon. Then intravascular ultrasound was performed using a non bsc imaging catheter. As the imaging catheter was attempted to be delivered to the lesion, the device came in contact with the proximal edge of the recently implanted 2.50mm x 24mm promus element plus stent. It was noted that the stent was deformed. The 24mm stent shortened to 16mm to 20mm in length. Additional implantation was performed to overlap the shortened stent using a non bsc stent. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: received for analysis was the delivery device. An examination of the delivery device identified that the hypotube was kinked at various locations along its length. The balloon had traces of contrast media present inside it. The stent was not returned for analysis as the stent was implanted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. The 2.50mm x 24mm promus element plus stent was deployed to the lesion without predilation. Post dilation was performed 3 times at 11 atmospheres each using the stent delivery system balloon. Then intravascular ultrasound was performed using a non bsc imaging catheter. As the imaging catheter was attempted to be delivered to the lesion, the device came in contact with the proximal edge of the recently implanted 2.50mm x 24mm promus element plus stent. It was noted that the stent was deformed. The 24mm stent shortened to 16mm to 20mm in length. Additional implantation was performed to overlap the shortened stent using a non bsc stent. No patient complications were reported and the patient's condition was good.